Event description:
It was reported the patient presented to the emergency room with a heart rate in the 40s and she was symptomatic. The device could not be interrogated and was not pacing. Three programmers were tried without success. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported the patient presented to the emergency room with a heart rate in the 40s and she was symptomatic. The device could not be interrogated and was not pacing. Three programmers were tried without success. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure hybrid circuit device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to performance.